Event description:
It was reported that a volume discrepancy occurred. The expected volume was 3 ml and the actual volume was 17 ml. The registered nurse noted at the time of surgery that no logs of motor stall occurred and the pump reservoir correlated with the programmed amount. The surgeon chose to replace the pump. The patient experienced symptoms of underdose with intermittent increase in tone. No withdrawal symptoms were reported. The device system was used to deliver lioresal. The patient outcome was alive - no injury/no adverse event at the time of this report.

Event description:
Additional information received reported the pump was removed because it was thought to be defective and was malfunctioning. The pump had not been giving the patient any alleviation for her spasticity.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8 596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).